Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. Functional esting found the device to operate properly and within specfications. Visual inspection found the blade was charred and the tip melted. The instructions for use state tissue build-up on the tip of an active electrode poses a fire hazard. Keep the electrode blade free of debris. Wipe the electrode often with most gauze or other material. Always place the active electrode in a clean, dry insulated safety holster when not is use.

Event description:
The customer reported a small flame occured at the tip of the device during a procedure on an extremity. There was no patient injury. The patient's age was reported as over (B)(6).